Event description:
An aneurx stent graft system was inserted into a pt for the treatment of an abdominal aortic aneurysm. The aortic neck was 4 cm long. The access vessels were less than 7 mm in diameter, they were calcified and tortuous bilaterally, with the left side more severe than the right. There were pt lumbar vessels. The pre-operative CT scan did not show imaging down to the iliac arteries, therefore, vessel narrowness was not seen during the procedure. It was reported that the bifurcated device was attempted to be delivered from the right side but it could not be advanced. The physician pushed hard on the device but could not advance it. The delivery system was removed from the pt and a slight kink was noted. A 16 fr sheath was inserted, but it too, could not pass. It was then decided to try a shorter device on the left side after serial dilatation with a 16 fr and then an 18 fr sheath. The device was able to be inserted and deployed at the level of the renal arteries without complication with the limbs crossed. At the end of the procedure, a large endoleak with rapid filling was seen at the middle of the bifurcated stent graft near the flow divider/gate area (see MFR # 2953200-2010-00464). The lumbars were noted to be filling from the inside of the sac outward. Two aneurx limbs were implanted bilaterally which in effect raised the location of the flow divider by 1 cm; however, the endoleak was still present and appeared to be unchanged from before the limbs were implanted. It was decided to not further intervene and to continue to monitor the pt with high surveillance at 30 days and 3 months. No clinical sequelae were reported. The device was not returned for eval.

Manufacturer narrative:
Eval results: small, calcified and tortuous iliac arteries bilaterally, patent lumbars. Lack of info, device was not returned, unable to follow-up. Inadequate pre-operative imaging. Eval conclusion: mild calcification and severe vessel tortuosity. Inadequate pre-operative imaging.